Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported unable to select correct options or navigate keyboard and unable to select correct items and could not get any button to work correctly which was reproduced. Evaluator observed a double output on every key. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad issue, the user was unable to select correct options or navigate the keyboard and unable to select correct items and could not get any button to work correctly. The reported problem happened during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.